Event description:
During programming session, communication between the implant and the external equipment could not be established. The pt's implant was replaced with a new advanced bionics spinal cord stimulator.